Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage past stopper for lot #7086763 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: during the manufacture of medication, it was sampled with a syringe of 60 ml. When readjusting the amount with the aid of the plunger, the product leaked at the piston seal. No serious human consequences as the hcw worked with a double pair of gloves.